Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in melsungen. 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the device history files were read out and analyzed. Because no day of occurrence was mentioned in the complaint, the last possible therapy was analysed. A space line was inserted into the device on the (B)(6) 2021 at 10:20 am. Vtbi (295ml) and time (1:30) were set. The infusion started at 10:21 am and finished at 11:52 am with an actual volume infused of 295 ml. (295,04 because of kvo mode). The following therapy the vtbi of 250ml was selected. After that the time of 1 hour and 30 minutes was selected. The device calculated a rate of 166,66 ml/h. The infusion began at 11:57 am and finished at 13:39 pm. The actually infused volume was 545,66 ml. (295,04ml from the previous therapy + 250ml = 545,04 + kvo mode = 545,66ml.) 1.4 the downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. 1.5 a delivery accuracy measurement was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,30%. 1.6 to investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside the device. 2. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the (B)(6). "Under-infusion" customer information: " this is the history of the device in question. The staff reported at 10:30 the first bag was set to infuse, this had around 40ml remaining at the end. At 13:30 the second bag was set to infuse over 1.5 hours. At the end of the infusion the pump indicated there was 3ml left, but the bag was half full. Further clinical information received; was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. No. Which procedure was being carried out at the time? Blood transfusion. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. Yes. 5 - 10 minuets. Can you confirm if the pump is available for investigation? Yes".